Event description:
The pt reported, he had not received effective stimulation, and had not been satisfied with his therapy. It was reported, the pt was implanted for low back and buttock pain, but the stimulation only reached those areas if the amplitude was increased, which caused unwanted stimulation in the legs. The pt reported, the stimulation in the legs made his legs wobble and made it difficult to walk. The pt reported, he had received four different reprogramming attempts, and did not want further reprogramming. In addition, the pt reported he was to discontinue the use of the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.